Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had their neurostimulator explanted due to not responding to therapy and other non-applicable health issues. It was a joint decision to have this explant surgery. There was no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead:(B)(4) this report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to inadequate/inappropriate treatment or diagnostic exposure and device explantation which is addressed in the product labeling and risk documentation. Based on the information provided and the investigation conducted, the patient had "non-applicable health issues", therefore it is likely that "non-applicable health issues" contributed to "patient problem/medical problem", directly linked to the procedural challenges rather than a defect or failure in the product itself. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient had their neurostimulator explanted due to not responding to therapy and other non-applicable health issues. It was a joint decision to have this explant surgery. There was no patient complications reported.